Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a "rapid gas loss" alarm but there were no visual signs of a leak. The customer rebooted the iabp and the iabp generated an "auto fill failure" and a "maintenance required code #3" (balloon transducer offset failure). At this time, they called the company clinical representative on call. The pt had been in standby for 25 minutes. The company representative advised them to exchange the iabp, as the instructions for use state that the pt should not remain in standby for longer than 30 minutes. The company representative tried to instruct the customer on how to perform a manual fill procedure, as described in the IFU, but the customer did not have equipment available (stopcock and syringe). A second iabp was obtained and the cardiologist authorized the clinicians to resume therapy. The pt had been in standby for 45 minutes. No pt injury was reported. The first iabp was sent to the biomed.

Manufacturer narrative:
A company service representative evaluated the iabp. He was unable to duplicate the reported problem. Based upon a review of the system fault logs, he concluded that a buildup of condensation in the system had precipitated the "auto fill" failure and "maintenance code number 3 alarm". The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).